Event description:
It was reported that during the use of the bd phaseal¿ system there was an issue with leakage.

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that during the use of the bd phaseal¿ system there was an issue with leakage. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. As there is no lot retained samples cannot be taken for investigation. Investigation conclusion: the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process: visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and punctured by the cannula. Root cause description: luer thread may become damaged due to over-torque of the component during connection with the male luer. Rationale: complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that were three incidents during the use of the bd phaseal¿ system there was an issue with leakage.